Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports: (same patient, different products) other mfg report number: 3013886523-2022-00288. A facility reported a hakim valve (ID 823834) was implanted in 2019 and in (B)(6) 2021 it was replaced to a certas (unknown ID) with setting 7. In (B)(6) 2021, the patient was experiencing gait instability, and a shunt study showed complete blockage of the system. In (B)(6) 2022, the certas valve was replaced with a new certas.

Manufacturer narrative:
Unique device identification (UDI): (B)(4) or (B)(4) the hakim valve (ID (B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is could be due to biological debris or protein build up interfering with the device mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a